Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that while they were trying to deliver a bolus the numbers on the insulin pump kept going up. The customer removed the battery and the insulin pump alarmed weak battery error. The device was stuck on bolus and it could not be turned off. Later, the customer replaced the battery, again, and the insulin pump alarmed button error. The customer's blood glucose was 69 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No ramping numbers anomaly observed. The device passed the displacement test, operating currents, self test and off no power test. No weak battery alarm. The unit also was received with minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.